Event description:
The customer stated that the insulin pump was not delivering insulin. Troubleshooting was performed and no insulin exited during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.